Event description:
It was reported the bronchovideoscope exhibited a b30 error. There were no reports of patient harm.

Manufacturer narrative:
B3 date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.